Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported "rupture of the left breast implant." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, weight was within specification, crease (fold), wear abrasion, and yellow particles. A microscopic analysis was performed which identified crease (smooth) on radius side. Based on the device analysis the final assessment is a crease (smooth) on radius side due to fold (flaw) opening.

Event description:
Health professional reported "rupture of the left breast implant." Device has been explanted.